Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:defibrillator shocks and their effect on objective and subjective patient outcomes: results of the painfree sst clinical trial. Heart rhythm. 2018; 15(5):734-740. 10.1016/j.hrthm.2017.12.026. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The purpose of the study was to analyze the acute and long-term effects of ICD shock on objective behavioral data and subjective patient-reported outcomes such as quality of life. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients received inappropriate therapy. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.